Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, no errors or defects were found. The complaint was determined to be invalid. Placeholder.

Event description:
It was reported that, during a procedure, the surgeon was inserting 4.0mm ti quick lock cancellous screws and was having problems. The screws would bottom out and not seat. In the process two of six screws stripped. Surgeon decided to remove four screws(4) and one (1) screw remains in the patient: surgeon could not remove the screw. Surgeon used standard cslp screw to replace the screws he removed with no further problems. Additional information has been requested. (B)(6) 2012: update from consultant: screws were used with a 487.227 ti cervical spine plate. The screw that remains in patient is not seated. The quick lock screwdriver also used in the procedure splayed and bent. This is report 3 of 3 for complaint #(B)(4).